Event description:
It was reported that package damage was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "on 2020.04.20, the customer company inspected this batch of syringes. During the inspection, 40 syringes's package with plastic and paper bags were found to be broken in 2 boxes of instruments, it had affected the asepsis of the packaging. " 40 occurrences were reported.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 7240921. One photo was received and evaluated. The photo depicted a strip of five packaged 1ml ll syringes with the top web side visible only. A crease or bend in the paper packaging was observed on the short end of the five packages near the edge. The crease on the edge of the packages appeared to be cosmetic in nature. No indication of seal breach or package puncture was observed in the photo received. Unfortunately, the reported defect was not identified in the samples received. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package damage was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "on (B)(6) 2020, the customer company inspected this batch of syringes. During the inspection, 40 syringes's package with plastic and paper bags were found to be broken in 2 boxes of instruments, it had affected the asepsis of the packaging." 40 occurrences were reported.